Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, multiple supply changes were performed to address the occlusion issues. The customer's blood glucose (bg) level ranged from 350-600 mg/dl with high ketone level identified as dangerous. Reportedly, the elevated bg was treated with a correction bolus via the pump. The customer reverted to manual injections for alternate insulin therapy.